Manufacturer narrative:
Analysis of the b3301542 lead (sn (B)(6) revealed no anomalies were identified. Analysis of the neu_stylet_acc stylet (lot: unknown) revealed no anomalies were identified. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a new implantation procedure, the impedance of the sensight lead inserted in the brain became unmeasurable. When the test cable was connected to another lead, it could be measured normally, so an initial defect in the lead itself was suspected; when the lead was replaced and re-measured, the issue was resolved. It was unknown whether any external factors may have led or contributed to the problem.  The patient was alive and had no injury at the time of the report. No complications were reported or anticipated.